Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15152. It was reported that the patient presented for follow up after a vibratory alert for high pacing impedance measurement exhibited by the right ventricular lead. Subsequent device interrogation also revealed increased ventricular capture threshold and right atrial lead noise resulting in inappropriate automatic mode switch. No interventions were made. The patient was in stable condition.